Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 09 aug 2019. Follow-up repair information: the service technician replaced the touch screen to address the reported problem. During servicing of this unit it was also found that the power led is faulty, so the power switch overlay was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.